Event description:
On (B)(6) 2010, the pt was implanted with a ti locking reconstruction plate in the left ascending ramus. The surgeon could not reinforce the site with a vascularized graft due to infection at the time of implantation. On an unk date the plate was noted as broken and was removed on (B)(6) 2012. Revision is unk.

Manufacturer narrative:
Subject device has been received and is currently in the eval process. No conclusion can be drawn at this time.